Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): primary analysis revealed normal battery depletion.

Event description:
It was reported that the device had migrated and was causing discomfort for patient. While doing pocket revision the physician decided to change device because battery indicated less than seven months remaining. No further patient complications were reported as a result of this event.